Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, the procedure got delayed for 7 minutes and was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that flexvision pc would not boot up. Review of the system log file showed boot up error. As a part of repair activity, the fse replaced the flexvision pc and reinstalled the software. After the replacement, the fse observed that there was fault with graphic card. So, the fse again reinstalled the original pc. Upon further testing, the fse determined that the reported issue was due to the controller. To resolve the issue, the fse repaired the controller. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flexvision pc would not boot up. There was no report of harm.